Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an insulin occlusion while using the ilet and had removed the old cartridge and tubing before contacting support; the agent guided a full supply change and provided education on clearing future occlusion alerts, consistent with an infusion set occlusion affecting insulin delivery. Symptoms included elevated blood glucose. Outcomes included temporary impact on glycemic control without hospitalization. Investigation included troubleshooting with the patient and education on proper supply replacement and occlusion alert resolution. Investigation of this case revealed that an occlusion related to the infusion set and tubing was resolved after replacing supplies, consistent with an insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and supply issue leading to an infusion occlusion.